Event description:
As reported, the deployment of a 6f¿7f mynx control vascular closure device (vcd) did not take after deployment. A figure-of-8 suture was placed, and hemostasis was achieved. The device was prepared according to the instructions for use. Upon removal after deployment, light venous pressure was required and hemostasis could not be achieved prior to suture placement. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.